Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. Other remarks: n/a corrected data.

Event description:
It was reported that "one in three clips was not loaded properly during use. Therefore, the auto endo5 was replaced with a new one to complete the procedure. No clip fell/remained in the patient and no injury to the patient occurred".

Manufacturer narrative:
(B)(4). The customer returned one unit of ae05ml auto endo5 ml lot # 73l2400225 for investigation. The serial number of the device is sn (B)(6). The sample was returned with the last clip indicator loaded in the box. No clips were returned with the sample. The returned sample was visually examined without magnification. Visual examination of the returned sample revealed that the jaws were correctly assembled with no observed defects. There was biological material observed on the device. The reported complaint of "clip(s) not loading properly" could not be confirmed based upon the sample received. Manufacturing was consulted regarding the investigation details. Proper functional testing could not be completed because the applier was returned empty with no clips. Upon engagement, the trigger was observed to correctly engage with the ratchet. No issues were observed at the jaws upon engagement of the trigger. The device was dissembled. The trigger ears were observed to be intact. The ratchet components were properly greased. No defects were observed with the knob and jaw assemblies. The complaint could not be confirmed as a manufacturing issue as each device is tested at the end of the assembly line. The ae05ml is 100% tested at the end of the assembly line. A system test fixture is utilized by manufacturing to verify proper function by latching 2 clips of every device on overstress silicone tubing. For this reason, the probable root cause could not be conclusively linked to manufacturing. Manufacturing concluded that the probable root cause of the damage could not be determined based on the state of the sample and the information provided. No defects were observed on the device or with the internal components. Additionally, a DHR review was performed with no evidence to suggest a manufacturing related cause. Teleflex will continue to monitor and trend on complaints of this nature. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "one in three clips was not loaded properly during use. Therefore, the auto endo5 was replaced with a new one to complete the procedure. No clip fell/remained in the patient and no injury to the patient occurred".